Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients leads were protruding out from the skin. The patients was placed on antibiotics.